Manufacturer narrative:
The cause of the overheating was attributed to corrosion within the device. The micro drill long straight attachment was discarded because it is not a repairable device.

Event description:
The micro drill long straight attachment was sent for eval and it overheated during performance testing. No adverse event was associated with the device.